Event description:
It was reported that a patient was emergently scheduled for replacement surgery on (B)(6) 2015, possibly due to an increase in seizures. It was then reported that the patient was deceased. The date and cause of death are unknown. It is unknown if the death was related to vns surgery or the increase in seizures. Attempts for additional information have been unsuccessful to date.